Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be insufficient solder on the speaker wires. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.